Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis found that the fiber body was cracked. Microscope inspection confirmed that the fiber tip was in good condition; however, burn marks were observed on the connector face of the fiber. The functional test revealed that there was no aim beam. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure, the device failed to emit laser energy. The console did not display any error messages. The procedure was completed with another device without patient complications. Analysis of the returned device identified that the fiber body was cracked.